Manufacturer narrative:
The company service representative examined the system and replicated the reported event. To resolve the footswitch issue, the nonconforming footswitch and the nonconforming interface breakout printed circuit board (pcb) were replaced. The company service representative did not replicate the reported issue with the gas. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event is attributed to a nonconforming footswitch and interface breakout printed circuit board (pcb). The root cause of the reported event of gas issue cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic surgical console presented during gas exchange it acts like it was filling up but not going into the container and laser pedal was not working. Procedure details and patient harm was not provided. Additional information has been requested. Additional information received indicating during retinal procedure the footswitch was working intermittently so, the nurse hold the connection at the system to keep the footswitch working and system would not complete the purge cycle. The procedure was completed by manual method. There was no harm to the patient.